Event description:
The pt is getting "intermittent overdosing from her pump several times a day." The pt reportes that she has spasticity return and then becomes flaccid and lethargic. No volume discrepancies ahve been oted at refill and catheter dye study revealed no issues.